Event description:
A customer was on the cell phone for about 10 minutes a couple of days ago, his side of the face got hot and numb. Contact once again was on his house cordless phone. Yesterday for about 10 to 15 minutes. The side of face was red, hot and numb. Contact has headache, nauseated and not feeling well since yesterday.